Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional 2.5 x 120 mm armada referenced in describe event or problem is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the mid lower extremity. The 2.5 x 120 mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion however could not hold pressure during inflation as there was a leak near the hub. The device was removed and replaced with another 2.5 x 120 mm armada 18 bdc; however, the same issue occurred. A 3rd armada 18 bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.